Event description:
It was reported that the device was explanted after an implant duration of approximately 263.1 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was initially reported that the device was wasted. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair.per the operative report: initially, we felt that a simple ring anuloplasty would restore competence, but when we placed a cosgrove band and tested the valve there was at least moderate residual regurgitation. Accordingly, we excised the anterior leaflet and rimmed the mitral anulus with pledgeted mattress sutures of 2-0 tevdek, which we then passed through a 29mm medtronic mosaic porcine bioprosthesis.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), it was learned that the device was not implanted. This patient did not have a valve surgery in 1987. This valve was implanted to a patient with the same name but different ID number. Therefore, it has been determined that this event is no longer reportable to the FDA.